Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection and an occluded left venous system. It was further reported the right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds and were failing. The implantable pulse generator (ipg) system was explanted and replaced by a leadless pacemaker. No further patient complications have been reported as a result of this event.